Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 309653, batch#: 4290340. Rcc received a complaint via email. 1 syringe had a white mark inside, 1 had a piece of plastic inside. Unfortunately, the information I originally provided is all I have. There were no injuries reported for any of the product.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported one syringe had a white mark inside and one syringe had a piece of plastic inside. To aid in the investigation, eight samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. No defects, imperfections or foreign matter of any kind was observed. A device history record review was completed for provided material number 309653, lot 4290340. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.